Manufacturer narrative:
The lead was returned in two segments severed 215 millimeters (mm) from the terminal pin, the tip segment was not returned. Upon receipt at our post market quality assurance laboratory, a fracture in the rate/sense conductor coil was identified. Additionally, several abrasions were noted in the lead insulation. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that an invasive procedure was performed. The ICD and lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement less than 20 ohms following delivery of shock therapy resulting in a shock lead shorted fault being recorded. Boston scientific technical services (ts) discussed device and lead replacement. The patient was fitted with a life vest and device and lead replacement was planned for a date in the future. Subsequently, a charge time out fault message was noted through the remote monitoring system and the device battery capacity was noted to be depleted. The patient was already scheduled for device and lead replacement. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.